Event description:
It was reported that the pta balloon dilatation catheter was intended to be used to treat an obstruction in the central vein. After the initial inflation, allegedly the balloon was difficult to deflate and the deflation time lasted a few minutes. The user withdrew the catheter from the introducer sheath without incident and tested the balloon outside of the pt. The user found that deflation time took much longer than usual. Another catheter was used to conclude the procedure. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway. This is the only complaint reported to date for this lot number.